Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received a low battery warning. As a result, surgical intervention may be undertaken in the future.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The reported observation of ¿replace generator soon¿ was confirmed. The root cause of the reported observation was due to the device having normal battery depletion. The artemis clinicians manual was used to calculate the device longevity by determining the energy factors over the implant period. The estimated longevity would have been 3.3 years +/- .25-year per ¿ 90205144, assuming program impedances of 1000 ohms. The device provided 2.73 years of stimulation when accounting for the most used programming method accounting for 90% of the stimulation time. The device did not declare end of life (eol). When calculating the remaining longevity, the device had .5 years when using the last known settings. Taking into consideration the current time used 2.73 years at explant and adding the time remaining .5 years, the expected actual usable time to the end of life would have been 3.23 years, this suggested the device would have had normal battery depletion as the estimated longevity was 3.3 years.

Event description:
Surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted and replaced to address the issue. Therapy was restored post procedure.